Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern. Insulin pump have been overheating and now it won't turn on. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). The delivery accuracy test tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical insulin pump error (open book). During download review on (B)(6) 2021 multiple insulin pump error 23 alarm were recorded. Per r&d investigation, line number=645 file number=39 was due to an internal flash anomaly. Device was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. However, burned electronic assemblies were noted during visual inspection. Device was also receive with corroded battery tube, missing serial number label, cracked keypad at select button and scratched case. In conclusion, unable to confirm device heating up or blank display. However ,device was received with critical insulin pump error alarm and insulin pump error 23 was confirm using download history files. Isolated to electronic assemblies due to burned components during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was overheated and it was not turned on. Contacts on battery cap was not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.